Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Visual inspection confirmed the stylet escaped the lumen and punctured the insulation just distal of the terminal molding. It was further noted at this location that the conductor coils were deformed and puncture holes in the insulation were observed from some type of grabbing tool.

Event description:
Boston scientific received information that the right atrial (ra) lead dislodged. During the repositioning of the lead, a stylet was used and subsequently, the lead insulation was damaged. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.